Event description:
It was reported that during follow up, high hv impedance was observed. Lead revision was recommended but due to patient age, the physician wished to discuss with patient's family for further process. The lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.